Event description:
It was reported that there was a thrombus on the device. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. On (B)(6) 2019 at the 45 day follow up a transesophageal echocardiogram (tee) was performed. The images showed that there was no leak in the device, however there was a small 7x5mm thrombus on the threaded insert of the device. The patient was on eliquis 2.5 during the first 6 weeks and the physicians plan is to keep the patient on eliquis and repeat the tee in 6 weeks.